Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of case logs from the system indicate that the pre-operative registration contained large shifts that would render the registration unusable to the user for the procedure. The fluoroscopy shots contain a large amount of pre-existing hardware as well as the dynamic reference base (drb) within the shot which may have hindered the systems ability to perform the pre-operative registration. Upon further investigation, the implants were not uniformly planned within the desired levels selected for the procedure. This discrepancy in the planning of the implants and the centroid location relative to the vertebral bodies hindered the systems ability to properly identify anatomy of interest and register it appropriately. After adjusting the screw plans to reflect the location of the centroids on the acquired fluoroscopy images and utilizing the "added hardware" feature on the software, a more acceptable registration was able to be acquired on an in-house development system. Ultimately, the user opted to abort the use of excelsiusgps. No adverse effects to the patient were reported. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.